Event description:
It was reported that the patient experienced an infusion set adhesive issue and the infusion set was accidentally pulled out during use due to tubing catching on an object or the pump falling on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.